Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the metal fixture to secure the rear left rubber foot was broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the metal fixture to secure the rear left rubber foot was broken. The issue was discovered during a periodical device check. Investigation is ongoing.

Manufacturer narrative:
The issue was discovered during a periodical device check. A field service engineer (fse) went onsite and replaced the central processing unit (cpu) cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.